Event description:
It was reported that a pt underwent a gynecological procedure in 2008. During the procedure, the hand piece would not connect to the motor drive unit. A second motor drive unit was used to successfully complete the procedure with no adverse pt consequences.

Manufacturer narrative:
Conclusion code: the actual device involved in this event was returned for evaluation. The evaluation found that the cpc connector and coupler were misaligned. In addition, a review of the batch manufacturing records was conducted and the device met all finished goods release criteria.